Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and at the time of the reported event, the insulin gauge displayed 12 units. However, the customer removed approximately 180 units of insulin from the cartridge. The customer loaded a new cartridge successfully and received an accurate fill estimate. The customer reported blood glucose level was 327 mg/dl, and was addressed with a correction bolus. It was confirmed that the customer has lantus and novolog insulin available as alternate insulin therapy.